Event description:
Reported per clinical trial (B)(6): on (B)(6) 2018 - the subject patient underwent an open multiple recurrent umbilical incisional hernia repair procedure during which a bard soft mesh was placed in sublay fashion retro-muscularly. Transversus abdominis muscle release (tar) technique was employed, the mesh was trimmed; fascia and full skin closure was achieved using pds running sutures and staples. Patient was discharged to home on (B)(6) 2018. On (B)(6) 2019 - the patient was diagnosed with a recurrent suprapubic incisional hernia. On (B)(6) 2019 - CT scan was performed and showed recurrence, but the surgeon opted for observation with no surgical intervention. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as not recovered/not resolved.

Manufacturer narrative:
As reported, about 1.5 years post-implant of the bard soft mesh, the patient was diagnosed with recurrent hernia. As reported, the ae is not resolved. The clinician has assessed the patient¿s postoperative course as being possibly related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2018. Not returned - remains implanted.